Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On 03/19/2025, it was reported to dexcom medical affairs that the patient experienced ¿interference with cgm and pod¿ leading to ¿severe low.¿ attempts to contact the reporting dietitian for additional details and patient information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.